Event description:
On (B)(6) 2012, the patient reported that her blood glucose level had been elevated. Her normal range is 110-150 mg/dl. In the morning, her blood glucose level was 100 mg/dl and she changed the insulin cartridge and infusion set. At 10:45am her blood glucose level was 238 mg/dl, at 11:15am, it was 245 mg/dl, and at 11:45am, it was 295 mg/dl. The patient stopped the infusion device and disconnected from the device. She was successfully able to prime insulin through the infusion tubing and had no errors displayed on the device. The patient took a standard bolus, drank water and took 4.0 additional units of insulin after her lunch. The patient is in remission with leukemia. After a routine appointment with her cardiologist, the patient returned home and her glucose level was 397 mg/dl and then 401 mg/dl. She administered 10.0 units of insulin and ate her dinner. At 10:00pm her blood glucose level was 527 mg/dl and at 10:30pm it was 589 mg/dl. The patient then changed her infusion site. The patient stated that she saw blood in the infusion tubing when she had removed it earlier. The patient stated that she thinks, the elevated blood glucose level was due to poor absorption. At the time of report, the patient's blood glucose level had lowered to 391 mg/dl. The patient called back on (B)(6) 2012 and stated that her blood glucose level was 403 mg/dl and 426 mg/dl between 11:02pm-12:06am. The patient was asked to switch to her backup device using the same accessories she was using on her primary device. When she primed the device insulin did not flow out ot the end of the infusion tubing. She changed the infusion set and insulin still did not flow from the end of the tubing. The patient then changed the adapter and noticed the insulin cartridge was wet. The patient thinks the insulin cartridge was leaking during priming; it is also possible it could have been leaking during use. She changed the adapter and was able to successfully prime the device. She then changed the insulin cartridge. Follow-up with the patient reveled that her blood glucose levels had gone down. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Insulin cartridge, adapter, and infusion set were replaced and were requested to be returned for product evaluation.